Manufacturer narrative:
Device evaluation- the device was returned. The fluid reservoir was filled with water and examined; the water was clear with no discoloration detected. The reported issue could not be confirmed.

Event description:
It was reported the device showed discolored water in the fluid reservoir. No adverse effects to patient reported.